Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected a47 alarm anomalies noted. No unexpected battery out limited alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had off no power alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they did not receive a low battery alert prior to the off no power alarm. Customer states the battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of off no power alarm without a low battery warning. Customer also stated that insulin pump was shut down and then return. Customer also stated that insulin pump received the pump error alarm and they were able to clear it. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.